Event description:
Patient presented on (B)(6), 2009 with acute aphasia and right hemiplegia with evidence of left mca occlusion. Initially 4 mg of ia tpa were used with a microwire to disrupt the clot, however it persisted and the penumbra 41 was advanced into the m1. An additional 8 mg of tpa were given, and the penumbra 32 was introduced into the more distal m2 branch opening up the section. Follow up angiography showed that the m1 had become occluded, and then the penumbra system, merci system and 3 mg of tpa were used without success on this clot. A wingspan stent was then deployed on this region, but the vessel remained occluded. This m1- occlusion is being reported as a serious adverse event with probable relationship to the penumbra device and definite relationship to the procedure. The event was severe, and unresolved. One day after the procedure, the patient suffered from midline shift (mass effect) with uncertain relationship to the penumbra device and the procedure. Three months post procedure the patient was living in a nursing home with an mrs of 5. The coordinator initially reported these events in the edc on (B)(6), 2012 and was unable to clarify these relationships. Following one month of constant follow up, she confirmed on (B)(6), 2012 that the relationship remained probable and "uncertain" respectively, and provided additional imaging information.

Manufacturer narrative:
Conclusion: additional emboli is a known and anticipated event associated with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.the information in this report was collected during a review of stroke cases for a penumbra post-market retrospective study (retrostart). The information regarding this event is limited by the procedural reports provided by the hospital. (B)(4): devices not retained.